Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a failed battery test and blank display from the insulin pump. The customer's blood glucose level is unknown. The customer was unable to troubleshoot for blank screen because of the failed battery test. The customer was advised that the alarm is not cleared; the failed battery test will recur with each new battery inserted. The customer was advised to monitor the pump and revert to a backup plan once the replacement arrives.